Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000485, product ID: bi71000644, serial/lot #: (B)(6), h3) a manufacturer representative (rep) went to the site to test the imaging system. The battery and mobile view station (mvs) computer were replaced. Codes: b01, c07, d02 h3) the mobile view station (mvs) computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the computer had software failure as the imaging system application failed to load and the analyst was unable to enter settings. Codes: b01, c10, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a mobile view station (mvs) computer and basic input/output system (bios) issue. The settings were getting reset despite the fact that the complementary metal oxide semiconductor (cmos) battery was replaced and settings were set. The probable cause of the reported issue is the mvs computer motherboard. There was no patient involvement.